Manufacturer narrative:
Investigation: visual inspection revealed no nonconformities with the unit. The cutter had not been actuated. When the green cap was removed, it was observed that the needle was bent. There was no evidence of blood on the device. Based upon the received condition of the device, the reported complaint "cutter was crooked" was confirmed. An additional movement test was performed on the returned unit to determine if the "rattling sound" is of a concern. The rattling sound was observed to be a normal sound generated wen the cutter was moved back and forth. The same movement test was performed on other reference devices and the same results were observed. Based upon these findings, the reported complaint "had rattling at the tip" could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii cutter was "crooked and had rattling at the tip". A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.